Event description:
Reported in journal "periodic intermittent electromechanical dissociation: hemodynamic correlate of a malfunctioning mechanical prosthetic valve". Catheterization and cardiovascular diagnosis, aug 4, 1996;38:377-378. This article was regarding a case study of a 36 yr old male who experienced electromechanical dissociation approx. 20 hrs post implant. Reoperation reveales disc stuck in the closed position with a small bit of chordae wedged between the disc and the valve housing. The tissue was excised and the valve was reorinted and remains implanted at this time. Conclusion: recognition of this hemodynamic pattern should lead to immediate consideration of an intermittent intracardiac obstruction such as a malfunctioning prosthetic valve.